Manufacturer narrative:
(B)(4).

Event description:
It was reported that " during inspection, a hole was found in the area where the brown hard plastic piece connects to the catheter." A new catheter was inserted. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Corrected data: section b.3.-date of event corrected to 24-jun-2025. Additional information received indicates "the defect was discovered after insertion. The first sign of a malfunction was noticed during the infusion of the antibiotic therapy (leakage of the infusion fluid shortly after insertion). During the course of treatment, air was aspirated through a lumen, so the catheter had to be replaced due to potential complications". The catheter was removed and a new catheter was placed. It was also reported that "the patient is being treated for endocarditis and is in stable condition." There was no patient harm. The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a catheter body has hole was able to be confirmed by the photo. A small hole on the catheter body adjacent to the juncture hub was visible; however, a complete visual inspection to determine the cause of the hole could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " during inspection, a hole was found in the area where the brown hard plastic piece connects to the catheter." A new catheter was inserted. There was no medical intervention required. The patient's current condition is reported as "fine".